Manufacturer narrative:
The device was received with the slide insert not visible in the top housing viewing window and the soft cannula not deployed. The linkage assembly was observed to be in the deployed, fully retracted state. During the investigation it was found that the catch beam was missing from the needle mechanism assembly. This indicates that the needle mechanism was deployed during operation but due to the missing catch beam the slide insert and soft cannula were not held in place after deployment. The missing catch beam is confirmed to have caused the soft cannula to not stay in deployed state during operation.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle and cannula did not deploy when the pod was activated; this indicates a needle mechanism failure occurred. The pod was worn between 1 and 4 hours and patient reported a blood glucose level over 300 mg/dl. Additional method of treatment was not provided.